Event description:
Reporter noted 25 gauge cutter tip fractured, but didn't fall off. No damage to eye.

Manufacturer narrative:
Probe has not been received for evaluation to date. Questionnaire will not be completed by customer. A-3 gender: ni. F-10 codes: 2199 - not labeled; 1638 - not labeled. Codes provided by MFR. This report mailed in to FDA on: 06/07/2006. The manufacturer internal reference number is: ia060758.